Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) bipolar impedances have slowly increased and the thresholds have also continued to increase for the rv lead. It was also noted that a rv bipolar impedance alert was triggered due to high pacing impedance and an alert for high thresholds was also triggered. The rv lead remains in use. No patient complications have been reported as a result of this event.